Event description:
It was reported that the patient presented to the clinic for a routine follow-up visit. A tachy episode was showing noise on the rv lead that caused an vf diagnosis, the ICD charged but did not deliverded therapy. The noise appears to be from a potential fracture of the lead. X-rays were discussed. The noise was unable to be reproduced. The lead remains implanted.

Event description:
New information stated that the lead was capped and replaced due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.